Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was 18.9mmol/l. The customer's mother was able clear the alarm. The customer's mother cleaned the battery cap contact with cotton swab. Customer's mother inserted another battery and the alarm occurred again. The customer was advised to revert to back up plan and pump will be replaced today.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.